Event description:
Account alleged that bed had a hi/low drift.

Manufacturer narrative:
Account cleaned and degreased drive screw to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.